Manufacturer narrative:
The purpose of this contact was to inquire about the occurrences of allergic reaction to the product. The consumer's daughter spontaneously mentioned that her father used the product and was hospitalized. Polident denture creme toothpaste is manufactured in (B)(4), united states. The lot number of the product is known; however, it is not known whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (daughter) and described the occurrence of swollen tongue in a (B)(6) year old male patient who received double salt denture cleanser mfc50075 (polident dentu creme toothpaste) for dental cleaning. A physician or other health care professional has not verified this report. The patient's past medical history included cataract surgery and tonsillectomy. Concurrent medical conditions included high blood pressure, high cholesterol and parkinsonism. The patient has no known drug allergies. Concurrent medications included stalevo, rasagiline mesilate (azilect), fluvastatin sodium (lescol xl), potassium chloride, chlorthalidone and aspirin (asa). On (B)(6) 2010, the patient started double salt denture cleanser mfc50075 (dental). Approximately 1 day later, on (B)(6) 2010, the patient experienced unspecified adverse event described as "he heard a pop." On (B)(6) april 2010, the patient complained of a sore throat and his throat hurting, swelling of the tongue and being unable to swallow. On saturday, (B)(6) 2010, the patient had speech difficulty and was hard to understand due to his difficulty in swallowing. The daughter made the patient gargle with salt water. On sunday, (B)(6) 2010, the consumer was unable to get his medications down and was unable to eat due to the pain and inability to swallow. Patient was taken to the emergency room and he was admitted to the hospital. The patient was treated with intravenous fluids and intravenous antibiotics. Diagnostic tests included several computed tomography (CT) scans, unspecified blood work, sonogram of the heart and neck blood flow and several magnetic resonance imaging (MRI) studies ruled out a stroke. The patient is being worked up for a possible allergic reaction or bacterial infection and remains hospitalized. Treatment with double salt denture cleanser mfc50075 was discontinued. At the time of reporting, the events were unresolved.